Event description:
A patient received his second treatment on 8/9/1996 into acne scars at the cheeks. On 8/11/1996, the patient noted symptoms (type unknown), at a left cheek treatment site. On 8/15/1996, the patient presented with a "crusted erosion" at a left cheek treatment site. The physician diagnosed a necrosis; topical erythromycin was prescribed. On 8/23/1996, the patient presented with persistent, but improved symptoms at the left cheek treatment site; no additional intervention was prescribed. On 5/6/1997, follow up was received; the patient was last seen on 12/27/1996. The symptoms resolved in 11/1996 with mild, slight residual scarring indistinguishable from original acne scars and adjacent scars. No further intervention was prescribed.